Event description:
A cartridge alarm was reported on the customer's pump, but the specific issue occurred earlier and the pump was not available at the time of the call. There was no adverse impact to the customer's blood glucose level. The customer was able to resume insulin administration and planned to contact technical support again if the issue recurred.